Event description:
Customer reported device = 109 mg/dl. Customer passed out and at 11:00 am was found by a neighbor. Neighbor called paramedics and their device = 119 mg/dl. Paramedics attempted to administer IV. No controls were in use. A request was made for the return of the suspect device and replacement product was sent.